Event description:
It was reported that the pump touchscreen was cracked and scratched beyond repair, preventing accurate confirmation of insulin doses. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no further actions or replacements were indicated.